Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker still in the box displayed an alert while trying to interrogate. The alert stated ¿¿the implantable device disabled rf telemetry due to excessive use. The merlin pcs programmer has re-enabled rf telemetry ¿. The device was not implanted. The device also exhibited the cybersecurity alert upon interrogation.